Manufacturer narrative:
This report is submitted on october 08, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant the device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).